Event description:
While using the micro 100 drill, the drill bit from the synthesis maxofacial set, broke during operation. The broken bit landed on physician's chest. The broken drill bit embedded into the sterile gown. No injury was suffered to physician. No staff/patient injury.